Event description:
The customer reported that when the sensor belt is opened, there is no alarm tone. This happens with every alarm that they tried it with. There was no pt injury reported.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Event description:
It was reported that the patient has expired after implant duration of approximately zero days, due to unknown reasons. It is unknown if the death was device related. No further details were provided.